Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g1, h2, h4, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 03-oct-2022 to 02-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device got rebooted on its own. A field service engineer checked remote support services, updates and status of synchronization that got verified all were up to date. The system functioned as intended after troubleshooted by the field service engineer

Event description:
It was reported by the customer that a bd pyxis anesthesia es system had restarted by itself during a case in operating room. Customer wants to know the cause of the issue. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system had restarted by itself during a case in operating room. Customer wants to know the cause of the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was rebooted on its own. A field service engineer checked remote support services, updates and status of synchronization; confirmed all were up to date. The system functioned as intended.